Event description:
While using the vlock to close a vaginal cuff, the needle broke in half, but each half remained within the apparatus. No pieces of the needle needed to be retrieved from inside the patient. A new vlock system was used to finish cuff closure.